Manufacturer narrative:
A final report will be submitted after the completion of the investigation into this event.

Event description:
Doctor had a 6f flexor check-flo introducer sheath by cook medical in the left groin. The ID of the introducer was 2.21mm. After inserting a 6mm x 120 cm icast covered stent the doctor experienced resistance and was unable to advance the icast successfully through the sheath. The icast stent dismounted from the balloon inside the sheath un-deployed. The doctor then removed the 6f flexor check flo introducer from the left groin with the icast un-deployed stent inside. He then placed a 7fr flexor sheath and successfully deployed another 6 mm x 16mm x 120 icast covered stent. The diameter of the catheter the icast was mounted on was 2mm.